Event description:
It was reported that the customer was admitted in the intensive care unit due to high blood glucose over 600mg/dl, and she was treated with an insulin drip. It was stated that the customer was in drug rehabilitation when the event occurred. The customer experienced vomiting and began to swell. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run the fixed prime test and the insulin did exit. Advised the sister to call back when the tubing clamp arrives to complete the testing. Instructed the caller to change the entire infusion set and reservoir. During the call the sister stated that the insulin pump was dropped, and then she smelled insulin at the infusion set and reservoir connection. Two days later, the diabetes educator called to perform the high pressure test and self test and they passed. It was stated that the customer may have an infection and the doctor is testing for. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.